Event description:
Boston scientific received information that this right atrial (ra) lead exhibited no sensing and high threshold measurements. The lead had already been programmed off. The physician plans to replace the lead during the next device change out procedure which will likely occur in approximately six months. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.